Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6)2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported that there was a power on reset (por) on the patient programmer, the therapy stopped due to por. The por was related to an overdischarge event. The por code could not be cleared. The patient was in overdischarge and they met with the manufacturer representative (rep) to reset the week prior to the report. The patient first saw the por, the week prior to the report. The patient programmer indicated to charge the implantable neurostimulator (ins). The patient got the recharger and pressed the start charge button and saw a por. The patient got out their mystim and said that there was a warning por on the screen. Other relevant medical history includes spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.